Event description:
On (B)(6) 2007, the pt was implanted with bilateral breast implants during a breast reconstruction procedure. Per a clinical study post operative report from the pt, she subsequently was diagnosed with non-hodgkins lymphoma. No further info is available at this time.